Manufacturer narrative:
The customer¿s experience of a system error was confirmed in the pcu event log. The pcu event log shows there were 2 syringe modules and 2 pump modules attached to pcu s/n (B)(4) at the time of the reported event. Sm s/n (B)(4) was in use and infusing an unidentified medication at 15.38ml/hr. Pm s/n (B)(4) was in use and infusing an unidentified medication at 30.75ml/hr. Pm s/n (B)(4) was idle. At 8:03 am on 11 july 2018, sm s/n (B)(4) received a remote IV request at the same time the user is about to select the syringe. At the same time when the use confirms the selection, another remote order is received. The coincidence of receiving a remote order while confirming the syringe selection on the previous order causes a software exception and a system error occurs (logged in the pcu error log as 800.8000.0 ¿ pcu15 general os failure). The second remote order bears the same infusion data as the first. The next entry in the pcu event log is for a power on event at 10:18 am. It is unknown why the rates for the devices observed in the pcu event log differ from the rates reported by the customer. Syringe module s/n (B)(4) was received in overall fair condition with the instrument seal intact. The only observed anomalies were slightly dull iui connectors. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that in the picu, an alaris system was infusing epinephrine 23.06 ml/hr, norepinephrine: 153.75 ml/hr, vasopressin: 24.6 ml/hr and levothyroxine 25.63 ml/hr when all four devices shut off without warning. The clinicians were at the bedside; the infusions were reprogrammed on different pumps and restarted. There was no report of patient harm.